Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report. (B)(4).

Event description:
It was reported that apparently the patient was re-implanted as the electrode showed a problem. Testing carried out on (B)(6) 2010 shows electrode channels 2, 7, 11 and 12 in status hi. As per additional information received on (B)(6) 2011, the patient had a trauma, after which testing performed on (B)(6) 2010 showed that the device has malfunctioned. The patient was re-implanted on (B)(6) 2011.